Event description:
The physician was treating a lesion in the lad with two resolute integrity rapid exchange (rx) drug-eluting stents. The stents were deployed without issues but during post-dilation with delivery balloon perforations occurred. The physician then attempted to place a non-medtronic stent but this dislodged in the left main. This is turn caused a large cardiac tamponade. The patient was stabilized and a peucardial needle was placed through the peucardium. The patient died later the same day. Cine image review: the target lesion in the proximal lad exhibited moderate stenosis. An aneurysmal segment was present immediately distal to this stenotic portion of vessel. The area of vessel pre-dilatation and stent deployment did not appear to be aligned. The portion of the vessel that was pre-dilated was more proximal than the stent deployment position so there was a proximal area that was ballooned that was unstented. When the first stent was deployed there was an irregularity of balloon size. The region of the aneurysm had a larger balloon cross-section than either the proximal or distal segments of the stent. Post deployment vessel angiography showed a slight lack of contrast opacification at the proximal end of the stent, opposite to the small septal origin. But there was excellent flow in the vessel. In the pa view there was a clear irregularity in the mid-stent probably caused by the distal end of the aneurysm not "releasing" fully. Risk of trying to obtaining uniformity was rupture of the aneurysm. The 2nd stent was deployed more proximally and balloon inflations were completed at the overlap between the two stents to remove "restriction at aneurysm" resulting in rupture of vessel. Free flow of contrast into the pericardium is seen, confirming the vessel perforation. Subsequent images confirm the presence of the dislodged stent in the left main (lm).

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (perforation), patients condition affected effectiveness of device (moderate stenosis/ presence of aneurysm), related to operational context (treatment of aneurysm), none (device not available for evaluation). Conclusion results: device failure/lack of effectiveness related to patient condition (moderate stenosis/ presence of aneurysm), operational context contributed to event (treatment of aneurysm).